Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer connected the pump to charge at 55%. The customer accidentally pulled the wall adapter out from the wall. After reconnecting the wall adapter to the power source, the customer observed the pump battery was at 20%. Following the battery drop, the pump was also unable to be charged properly. Customer reported blood glucose level was 240 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.